Event description:
It was reported that, the patient with this right ventricular (rv) lead came for a routine follow-up and the shock impedance trend was found widely variable during the last few months until high out of range measurements. The patient suffered with a fluid accumulation event between june and september and, all impedance trends had an increase during those months (within normal limits). The patient was already monitored for the shock impedance trend and an integrity test was performed ten years ago, showing an in-range parameter as a result of the defibrillation threshold (dft) test. Provocative maneuvers were performed, including device manipulations and they were all negative in terms of artifacts, noise and the shock impedance measurements was in range during the maneuvers. All the other parameters were stable. An integrity test was suggested due to the high daily shock impedance measurements shown in the trend. The physician decided to keep monitoring the patient through latitude. This rv lead remains in service. No adverse patient effects were reported.